Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced receiving a change sensor message on day six of the sensor session. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.